Event description:
It was reported that the device had early battery depletion due to high left ventricular (lv) lead thresholds. The device was removed and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk biv ICD, implanted: (B)(6) 2010; 694965 lead, (B)(6) 2006. (B)(4).